Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had a calibration error and a sensor error. Customer declined troubleshooting. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer reported that the transmitter does not blink when it is connected to the sensor. Customer was able to treat with the pump. Customer was advised to change the sensor. Customer stated that he will continue with the current sensor.